Event description:
Additional information received reported that the patient had to go the he hospital to get the pump restarted (reprogrammed to a therapeutic rate). The pump was to be refilled in (B)(6) 2014.

Event description:
It was reported the patient received an error code on his personal therapy manager (ptm) on the morning of this report when he attempted to receive a bolus. The error code was ¿8478, pump was in safe rate.¿ it was noted the patient was getting a non-therapeutic rate. It was also reported the patient had a return of symptoms and this morning when he woke up he noticed that he was not feeling so good so he attempted to give himself a bolus. The patient¿s last refill/examination date was on (B)(6) 2014; however the last changed information said (B)(6) 2014 and the refill interval said, ¿1 day (B)(6) 2014.¿ it was noted at the clinic he goes to, there are residents that refill the pump, and it may vary who it is each time he goes in. The patient¿s printout said elective replacement indicator (eri) was 46 months. Additional information indicated the pump was interrogated and the ¿pump is in safe state¿ message showed up in the attention dialogue box. The logs showed the message on (B)(6) 2014 at 11:45 and there were no other messages along with the safe state. It was noted there was no pump reset and the safe rate did not occur while updating the pump. It was unknown if there was any electromagnetic interference or an MRI associated to the safe rate. The pump had been running in minimum rate mode and should be programmed back to therapeutic rate and updated. The patient was ¿still in a lot of pain.¿ it was further reported later by the patient that he did not currently have concerns with their device or therapy and received assistance from their doctor and concerns were resolved. The patient was doing well and receiving effective therapy. The pump was being used to deliver fentanyl and bupivacaine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).